Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was in good condition. Pump was not recognizing the syringe was in place due to faulty sensors on the plunger. The optical sensors were reading false when they should be true. Error history log review found no errors. The root cause of the reported issue was found to be a faulty optical sensors on the plunger. Actions were taken to mitigate the reported issue: replaced the plunger.

Event description:
It was reported that the syringe plunger not in place alarm when syringe was in place. No patient injury was reported.